Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) regulator calibration failed. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, e1(initial rep name, email), e2, e3, e4, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) full initial rep name: (B)(6). The issue was discovered by field service engineer (fse) during preventive maintenance. The fse replaced compressor, scroll (d119-00-0236) and muffler,1/8 npt 2 pieces (d103-00-0631). Parts were replaced due to a malfunction discovered during the final pm (preventive maintenance) under warranty. Tested overall operation. The machine can work normally.